Event description:
Information provided from the following clinical literature: clinical effects of using a reloading multiband ligator with an sd-c conductor for endoscopic variceal ligation over subsequent sessions. Ding shi, qing-zhi wang clinics and research in hepatology and gastroenterology (2012) 36, 609-613. In this article, a total 360 patients who underwent esophageal variceal ligation (evl) in subsequent sessions performed between january 2001 and june 2010. Patients were randomly placed into two groups one described as the "reloading group" (n=180 patients). Both groups were similar in terms of demographic variables, degree of hepatic function, severity of varices and the number of active rebleed episodes. The aim of this study was to compare the cost-effectiveness, efficacy and safety of using a reloading multi-band ligator with a sd-c conductor with using a disposable ligator for evl or subsequent sessions. There were no statistically significant differences in the efficacy or safety between the two patient groups. As reported in article, patients in the control group were treated with a new "saeed multi-bang ligator", which is a cook device. The manufacturer of the bands in the "reloading group" was (B)(6). The bands were reloaded onto the ligator. The article reported that there were six (6) patients out of 335 with acute variceal bleeding within the first 24 hours after evl. Information regarding additional treatment for acute variceal bleeding within the first 24 hours after evl was not provided; therefore it may be reasonable to suggest that intervention was required to treat the acute bleed. This report is being submitted for six (6) reported cases of acute variceal bleeding within the first 24 hours after evl during treatment as described in the article. The article spanned cases that were performed between 2001 and 2010 and specifics regarding specific reorder numbers or product lot numbers are not included. It is unlikely that additional information regarding the events or return of the affected device described in this article will occur. Cook was first made aware of this article on (B)(6)2014 when a routine literature search was conducted. It is reasonable to suggest that the 6 patients seen with acute bleeding required medical intervention.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instruction for use state the following precautions: bang ligation may not be effective when applied to small varices; and esophageal ligation devices are not intended for ligation of varices below the gastroesophageal junction. The instructions for use state the following contraindications: those specific to esophageal banding include but are not limited to: cricopharyngeal or esophageal narrowing or stricture, tortuous esophagus, diverticula, known or suspected esophageal perforation, asymptomatic rings or webs coagulopathy. Prior to distribution, all multi-bang ligators are subjected to visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Correction action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.